Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in d3. The correct MFR number is 3008452825.

Event description:
During a premature ventricular contraction procedure, a grade iii av heart block occurred. Using an ensite x mapping system, ablation was performed in the right ventricular outflow tract. After ablation the patient had a right bundle branch block. The premature ventricular contraction was not ablated successfully in the right ventricular outflow tract, so it was decided to map in the aorta and left ventricular outflow tract with the advisor hd grid. After the advisor hd grid passed the aortic valve, the patient had an av block grade iii. Cortisone was infused, but after 90 minutes of waiting time, the patient had a 2:1 conduction but was not fully recovered. The procedure was stopped at this time. The patient fully recovered after 24 hours and is stable with no further intervention. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
Additional information. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter met acceptable irrigation rates during a flow test with no anomalies noted. The catheter deflected in both directions when actuating the steering mechanism with no resistance or functional anomalies noted and the curve dimensions met specifications. Electrodes 1-18 met specifications for acceptable resistance values with no open or short circuits detected. The sensors and eeprom jumper met specifications for acceptable resistance values, and continuity was detected across the eeprom. No open or short circuits were detected. Additionally, the catheter was successfully connected to and recognized by an ensite x system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported heart block remains unknown.